Event description:
It was reported that when the asymptomatic patient presented in clinic for routine follow-up the device exhibited multiple episodes of non-sustained rv oversensing, suspected to be due to myopotential oversensing. The device was reprogrammed and remains implanted.

Event description:
New information received notes that non-sustained rv oversensing episodes were observed. Review of the episodes revealed myopotential oversensing. Programming changes were made.

Manufacturer narrative:
(B)(4).